Event description:
It was reported that during use on a patient there was a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp). No patient harm was reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient there was a gas loss alarm on the cardiosave intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.